Manufacturer narrative:
(B)(4). The device was not returned for evaluation, as the site indicated that the delivery system was discarded and the stent remains implanted in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedure to treat a mildly calcified de novo lesion in the mildly tortuous circumflex (cx) coronary artery, after pre-dilating the lesion with an unspecified balloon catheter, a 2.5x33 rx xience alpine stent delivery system (sds) was advanced without resistance and the stent was deployed at a maximum pressure of 16 atmospheres without issue. The sds was then withdrawn without difficulty. A post-deployment angiogram revealed a dissection at the distal end of the stent. The dissection was successfully treated via deployment of an unspecified stent. There were no adverse patient sequelae, no occurrence of a clinically significant delay, and no device or other procedural issues noted. No additional information was provided.